Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements. Loss of capture was also noted. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.